Event description:
The user facility reported that during reprocessing, a leak was observed coming from the air/water channel of the gastrointestinal videoscope. The device was returned to an olympus service center for evaluation. The device inspection confirmed the leak and found foreign material in the nozzle. This report is being submitted for the reportable malfunction of foreign material in the nozzle. There was no patient injury or user harm reported due to this issue.

Manufacturer narrative:
During inspection and testing of the subject device, service also found the light guide (lg) connector was deformed, and the lg lens was discolored and chipped. The video cable coating was peeling, and the video connector was deformed. The air/water channel was damaged. The angulation knob was out of specification due to wear of the angle wire. Several components were observed to be scratched, dented, dirty, damaged, and discolored, demonstrating wear. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign materials such as body fluid, residues from used chemical agents clogged in nozzle due to inappropriate reprocessing after previous procedure. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). Operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities: inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function, users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Reprocessing manual: precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air: caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor the field performance of this device.